Event description:
It was reported that the in normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 40.4c. 4 pads connected. Nurse stated that they were trying to start therapy on patient, but arctic sun device was giving low flow alert consistently with no flow. They have tried disconnecting and reconnecting more than once and device kept alerting empty pads not complete. Had stop therapy, drain and try to empty pads times 3. Every time message empty pads not complete. Had disconnect pads over trash can. Leaked a little water out of the connectors. Had run device with no pads in manual control at 10c. System diagnostics showed that the outlet monitor temperature (t1) was 8.4c, outlet control temperature (t2) was 8.4c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -9.3psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 653.6 and pump hours were 531.3. Had reconnect pads holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. Tried to restart therapy and device again primed to zero. Advised to send device to biomed for evaluation. They had another device to swap out to.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. Pressure transducer giving false negative reading, (-6.3). Replaced pressure transducer. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the in normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 40.4c. 4 pads connected. Nurse stated that they were trying to start therapy on patient, but arctic sun device was giving low flow alert consistently with no flow. They have tried disconnecting and reconnecting more than once and device kept alerting empty pads not complete. Had stop therapy, drain and try to empty pads times 3. Every time message empty pads not complete. Had disconnect pads over trash can. Leaked a little water out of the connectors. Had run device with no pads in manual control at 10c. System diagnostics showed that the outlet monitor temperature (t1) was 8.4c, outlet control temperature (t2) was 8.4c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -9.3psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 653.6 and pump hours were 531.3. Had reconnect pads holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. Tried to restart therapy and device again primed to zero. Advised to send device to biomed for evaluation. They had another device to swap out to.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. Pressure transducer giving false negative reading, (-6.3). Replaced pressure transducer. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the in normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 40.4c. 4 pads connected. Nurse stated that they were trying to start therapy on patient, but arctic sun device was giving low flow alert consistently with no flow. They have tried disconnecting and reconnecting more than once and device kept alerting empty pads not complete. Had stop therapy, drain and try to empty pads times 3. Every time message empty pads not complete. Had disconnect pads over trash can. Leaked a little water out of the connectors. Had run device with no pads in manual control at 10c. System diagnostics showed that the outlet monitor temperature (t1) was 8.4c, outlet control temperature (t2) was 8.4c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -9.3psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 653.6 and pump hours were 531.3. Had reconnect pads holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. Tried to restart therapy and device again primed to zero. Advised to send device to biomed for evaluation. They had another device to swap out to.